Event description:
It was reported that the patients remote control (rc) was not communicating with the implantable pulse generator (ipg). The patient reported passing through multiple metal detectors prior to the loss of communication. An ipg replacement procedure was scheduled; however, the procedure was aborted when the patient experienced aspiration. No device replacement was performed.